Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device failed longevity (77.68%). Hybrid analysis found nominal current drain. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device longevity was lower than expected given the low outputs that the ipg had been programmed. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.